Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the detachment of the insertion tubing coating was caused by stress or handling or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that while using the uretero-reno videoscope, the insertion section coating was peeling off and there was air/water leakage. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the connecting tube had coating peeling (maximum length 4mm or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed since the connecting tube had coating peeling. Due to a pinhole on the connecting tube, water tightness was lost, the distal end had a burn, the universal cord was dented, and the video connector was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.